Manufacturer narrative:
The cns was in use on telemetry patients and all patients were successfully "transfered" to another working cns to continue monitoring. They were provided with a new hard drive to replace a failed one. Once the new hard drive was installed, the unit was working as it should.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) display screen went blank and would not power back up after a maintenance worker moved the device.

Manufacturer narrative:
Corrected data event problem and evaluation codes. Additional manufacturer narrative. Additional manufacturer narrative: the customer reported that the transmitter got very hot near the batteries and was not in use on a patient at the time. The device was sent to nihon kohden for evaluation, at which time the reported issue was duplicated. The customer was provided with an exchange device. The completed evaluation performed by qa revealed that the transmitter overheating was caused by an incorrect battery installation and has been addressed with technical bulletins mtbex047 and mtbex052.

Manufacturer narrative:
Corrected data: event problem and evaluation codes. Additional manufacturer narrative. Additional manufacturer narrative: the customer reported that the transmitter got very hot near the batteries and was not in use on a patient at the time. The device was sent to nihon kohden for evaluation, at which time the reported issue was duplicated. The customer was provided with an exchange device. The completed evaluation performed by qa revealed that the transmitter overheating was caused by an incorrect battery installation and has been addressed with technical bulletins mtbex047 and mtbex052.